Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Customer¿s blood glucose was 586 mg/dl and a manual injection was used to correct. Reportedly, customer reloaded the cartridge or changed the pump supplies to address the issue.